Event description:
A (B)(4) old female patient contacted zoll lifecor customer support service to report damage to his electrode belt. The patient stated that the wire leading to the therapy pads came loose and is no longer connected. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon receipt, it was discovered that the cable from the distribution node to the rear strain relief was pulled from the distribution node case. The root cause of the pulled cable was likely due to excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.